Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A review of radiographic images show 2 level probably crescent acdf devices. Superior screws at lower level backed out, no solid fusion present. Lack of bony fusion may precipitate device failure.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that two screws were broken. "It was reported that the patient felt pain and there was a scratch on the neck as a result of this event." No further details are known at this time.